Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information. This MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6006262 have been tested in trackwise record complaint (B)(4) on july 16, 2025. Test results: the reference samples were visually inspected and serter activation tested. All test results were within specifications as per the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6006262 was manufactured according to work instruction (wi) version 80 appendix 1 batch card for production of packaging room on may 22, 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on july 10, 2025, against malfunction code incorrect insertion of the soft cannula incorrect insertion of the soft cannula and lot 6006262, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1 patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set leaks on (B)(6) 2025. The leakage was in the quick release. The infusion set was in use for 3 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.